Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. Philips technical support advised caller to swap the user interface (ui) assy for troubleshooting. Advised to check the liquid crystal display (lcd) cable connection on the power management printed circuit board assy (pm pcba), no issues found. Provided parts ID for the central processing unit (cpu) and discussed installation. Customer replied that they removed the central processing unit (cpu), checked all connections to the power management (pm) and motor controller (mc) printed circuit boards (pcbs) and cleaned the interior. After reassembly with all original parts the display was fine.

Event description:
The customer reported display unreadable. No patient/user harm reported. The event date was not specified; estimate used.